Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via log file analysis. The heartmate 3 vad modular cable (lot number: 10160112) was returned for analysis and a log file was submitted and downloaded (e1081156) for review from the heartmate 3 system controller (serial number: (B)(6) that showed overlapping events spanning approximately 34 hours (29dec2024 at 07:15:18 ¿ 30dec2024 at 17:35:32, 08jan2025 per timestamp). Events occurring on 08jan2025 were recorded during testing at abbott. Driveline communication fault alarms that were associated with a com b fault were active on 29dec2024 from 13:06:51 ¿ 19:31:01. The alarms appear to have resolved on their own. The driveline was disconnected on 30dec2024 at 16:01:16 for a system controller exchange. There were no other notable alarms active in the log file. The returned modular cable was tested individually with the returned system controller (serial numbers: (B)(6) as well as a test system controller. The controllers were run on a mock loop with the returned modular cable for an extended duration. During testing the modular cable was manipulated by hand. The modular cable passed all testing without any issues or alarms becoming active during testing. A root cause for reported events was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 10160112) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including driveline communication alarms. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ explain how to replace the running system controller with the backup system controller. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had multiple driveline communication fault alarms that the patient would silence. The patient called the clinic to inquire why the alarms were occurring and the alarms were noted on the history as well. Log files were submitted for review and captured driveline comm faults starting 29dec2024 at 1306 and continued until 12/29 1931 when they resolved. Both comm a and b faults were noted. No debris was seen in either connector. The patient's modular cable and system controller were exchanged, and log files were submitted for review to confirm the communication problem had resolved. Log files captured routine events post exchange.